Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v851427, product type lead; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v851427, product type lead. (B)(4). Analysis: analysis of lead v842595 found ¿no anomaly.¿

Event description:
It was reported the implanting physician stated the ¿contacts appeared misaligned or bent.¿ it was noted the lead was ¿never implanted¿ and a ¿different product was used.¿ it was further noted the ¿lead never came into contact with the patient, as the lead was evaluated on the back table and deemed unusable.¿ additional information stated the ¿lead appeared to be slightly misaligned through the contacts.¿ it was again noted the lead did not come into contact with the patient. It was reported there was no patient injury or death associated with the event. This event was originally reported in manufacturer report #6000153-2013-00208. All additional follow-up regarding that report will be submitted as part of this report. Please see manufacturer report #6000153-2013-00244 for information on another lead that was returned prior to implant in this patient.